Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
Patient underwent primary hip procedure on an unknown date. It was reported that revision surgery was performed on (B)(6), 2011 due to fracture at the head/neck junction of the stem. No further complications have been reported.